Event description:
It was reported that during a left ventricular (lv) threshold test the programmer was slow in responding to end the test. Asystole was observed for six seconds and the patient experienced syncope. When the patient was syncopal they feel from the chair and cut their head. The head wound was treated with hemostasis by steri tape. There were no previous issues with the programmer response time and a slow response was unable to be recreated. No additional adverse patient effects were reported.